Event description:
Customer reported problems with her enlite sensors. She stated that when she pressed the button to release, the needle hub did not release from the serter. The customer also reported being in the hospital for a surgery. Customer's blood glucose was 118 mg/dl. Customer stated that the sensor was successfully inserted but the neele hub was still stuck in the serter. The customer was informed that there may be issues with the needle hub or serter. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.